Event description:
It was reported that after a dexcom g7 sensor change, the user¿s ilet did not receive glucose readings while the dexcom app showed data, and the ilet remained in sensor pairing for several hours until pairing failed; after guided troubleshooting that included a toggle procedure, ilet restart, disabling the phone¿s bluetooth, and re-entering the pairing code, the ilet began displaying readings with glucose at 160, consistent with an intermittent communication failure associated with the antenna/electromagnetic communication component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and interviews, as well as analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices manifesting as intermittent communication failure, with involvement of the antenna/electrical-magnetic component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.